Manufacturer narrative:
Initial and final MDR 1707503 - device 1 of 2. Patient city: (B)(6). Patient country: south africa. Uno medical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Uno medical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remain unchanged based on the review completed on 25-feb-2026 and investigation completed on 13-mar-2026 this MDR is being submitted as the initial report. Additional information - this MDR is being submitted to include the below: investigation results under type of investigation, investigation findings, investigation conclusions. Investigation summary. This investigation has been updated because the malfunction code changed from tubing connector detached from infusion set (cannula part/base piece) to leak between tubing and site connector - detachment / significant wetness, which requires additional activities not included in the original investigation dated 27-jul-2023 the original investigation remains valid and has not been modified. As part of this reassessment, the following elements were added to align with current investigation requirements: complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 13/mar/2026 against "lot number" "5390979" and similar malfunction codes: tubing connector detached from infusion set (cannula part/base piece), leak between tubing and site connector - detachment / significant wetness the review confirmed that lot 5390979 and the identified failure mode are not associated with any non-conformance report (ncr) or corrective and preventive action (CAPA) plan of the same or similar nature. Similar complaints search: a query was run in the eqms on 13/mar/2026 against "lot number" criteria equal "5390979" and similar malfunction codes: tubing connector detached from infusion set (cannula part/base piece), leak between tubing and site connector - detachment / significant wetness the number of complaint is 1. The complaint number is complaint (B)(4). Device history record (DHR) review: the lot 5390979 was manufactured according to work instruction (wi) version 71 and manufactured in the m12 line on 12/jun/2022 with a total of (B)(4). Units. The sub-assembly: assembly lot 5391949 was manufactured according to the wi version 23 and assembled in the quickset line, on 12-jun-2022, with a total of (B)(4). The sub-assembly: gluing tubing lot 5391918 was manufactured according to the wi version 37 and assembled in the machine 04 and 05, on 11-jun-2022, with a total of (B)(4). Lot 5383710 was manufactured according to the wi version 37 and assembled in the machine 04, 05 and 08, on 18-mar-2022, with a total of (B)(4). The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint.

Event description:
This emdr is being submitted for unknown number of quantities reference number (B)(4). Event occurred in south africa it was reported that patient faced infusion set detachment issues on 19-jul-2023. The patient reported leakage due to detachment at quick release. No further information is available.